Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device stopped ventilating. Complainant indicated that the clinician turned the device off and back on a few times to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating the customer report. The device's smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Review of the clinical and error logs did not find evidence to support the reported event. No trend is associated with reports of this type.